Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the vessel sealer extend (vse) instrument. Fa was not able to confirm or reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests as well as the seal and cut test. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly, and the instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and the tip was not functioning properly. The procedure was completed with no injury to the patient.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi0 has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.